Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt latch not secure) was confirmed due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector and causing the latch test failure. The monitor¿s belt latch did not secure with the electrode belt. The root cause for the damaged connector was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor's belt latch was not secure.